Event description:
A customer reported an issue where their insulin pump was not recognizing the charging connection despite being plugged into a working outlet with a tandem wall adapter for at least 30 minutes. The customer tried using different wall adapters and charging cables, but the issue persisted. There was no adverse impact on the customer¿s blood glucose level. As a corrective measure, tandem customer technical support (cts) decided to replace the pump, confirming that it was still under warranty. The customer was informed about and agreed to return the problematic pump to tandem within 10 days using the provided return box and pre-paid label. Cts also advised the customer that the replacement pump would have a different software version and that they would need to program their pump settings into the new pump. The replacement pump was sent, and the customer understood all instructions and acknowledged them.